Manufacturer narrative:
Customer's calibration and qc were ok. The customer has moved into a new laboratory. The customer performed precision testing and performance checks with acceptable results. The customer has not reported any further issues. Based on the available data, a general reagent issue could be excluded. The investigation determined the customer's actions resolved the issue.

Manufacturer narrative:
The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 results from the cobas 8000 c 702 module. The initial result was 1.85 mg/dl and the repeat of the same sample (aliquot) result was 0.95 mg/dl. The repeat result from the original sample tube was 0.93 mg/dl. The repeat of the edta sample result was 0.83 mg/dl. The questionable result was reported outside the laboratory. The reagent lot number was 42909501 and the expiration date 30-jun-2020.